Event description:
It was reported that the screws of the plastic block on the safety hook were loose. There was no pt involvement, no sharp edges and no one was injured.

Manufacturer narrative:
Device evaluated by distributor. Safety hook.